Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse in the USA of did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient had two hemodialysis treatments while hospitalized. On (B)(6) 2012, the patient was discharged. Cause of peritonitis was did not wear a mask. On (B)(6) 2013 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse regarding this event. The nurse reported that the patient was retrained on proper technique and has recovered. No further information was given at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code was undetermined, since it is unsure why the patient had a breach in aseptic technique. A batch review was not performed as the lot number was unknown.